Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display and was receiving no delivery alarms. Customer's blood glucose was 285 mg/dl. Customer reported that insulin pump was bumped. Troubleshooting could not continue as customer did not have time. Customer was advised that battery cap would be replaced and to call if issue was not resolved.